Event description:
The protect IV study team reported a patient of unknown age, gender or race experienced three "possible" relationships between impella cp support and the increase in patient's plasma free hemoglobin, cardiac enzymes and creatine levels. The patient was noted to be high risk percutaneous coronary intervention. It is unknown how this was managed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the reported hemolysis issue has been completed. The impella device was not returned for evaluation. The data logs did not record any events related to improper positioning of the pump. The pump was implanted after the hemolysis event occurred. The root cause of the hemolysis issue was not determined and determined to be unrelated to the impella.

Manufacturer narrative:
Updated information: d6a/d6b implant/explant date added. G1 MFR contact email corrected. H6 component code added g04105. It was initially reported by the protect IV study team that there was a possible relationship between the impella cp support and an increase in the patient's cardiac enzymes. However, updated information has been provided stating that the increase in cardiac enzymes post-pci is not related to the impella device or procedure.